Manufacturer narrative:
The device was requested but has not been returned for investigation. The owner's guide has been carefully reviewed. There is no indication the event occurred due to poor labeling. Bgstar field returns involved in similar complaints have been reviewed and there is no evidence the event occurred due to a component failure. The root cause of the incident could not be determined. Factors such as hematocrit, temperature, humidity, elevation, other medication and testing procedure may have contributed a high blood glucose reading. Insulin, diet or exercise may have contributed to the reported hypoglycemia. No medical intervention or hospitalization was reported. This event will continue to be trended.

Event description:
The caller reported that the bgstar meter shows a 100 mg/dl difference compared to another device and due to the higher readings, the dosage of insulin was adjusted and the patient experienced hypoglycemia. Specific blood-glucose readings, the time lapsed between measurements, the brand of the comparative meter, the amount of insulin administered, the time of the hypoglycemia in relation to the insulin dosage, and treatment is not known.